Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) is currently underway. The reported problem (code 204) was confirmed. As received, the belt failed incoming functionality testing and was unable to communicate with a monitor. A supplemental report will be submitted following completion of root cause investigation. No adverse event resulted from the defective belt. The patient received a replacement belt.

Event description:
A (B)(6) male pt contacted zoll customer support to report that he received a code 204 (belt/monitor unusable). The pt was issued a replacement electrode belt.